Event description:
Catheter #1) had a good run, not heavily calcified, tortuous or tight, however ¿measurement disabled¿ showed up on 40-50 mm of the run, right through the lesion and distal/proximal landing zones. Offered a new catheter. Catheter #2) catheter would not purge. Offered a third catheter and this one worked appropriately.

Manufacturer narrative:
The catheter produced ¿measurement disabled¿ across 40¿50 mm. Inspection found two minor kinks (~20 mm proximal to the shallow depth marker and ~32 mm proximal to the tip) on the catheter. Looking at the catheter under a microscopy showed an intact lens with gel migration at the lens region. Measurement disablement is confirmed; root cause remains undetermined.